Event description:
Additional information was received which indicated this crt-d was explanted and replaced. During the change out procedure, the shock impedances were observed to be 89 ohms. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an increase in impedances and also triggered an out of range shock impedance alert. Additional information was received which indicated the patient was seen and the impedances were checked. The impedances have decreased since the alert was triggered, however, during the check, the device was reprogrammed which then caused the impedances to be 138 ohms. Therefore, the device was left in the triad configuration. At this time, the patient is being monitored remotely. This crt-d remains in service. No adverse patient effects were reported.